Event description:
It was noted that the weight limit on the 25 mm 15 gauge io needle set was listed as 40 kg or over, but the educational materials on-line from the company state that this size needle can be used on patients greater than 3kg. So, the rep from teleflex contacted (his name is (B)(4)) and he came in within a few hours to see the product. After investigation he determined that in 2014 they changed the weight limit for this needle size to greater than 3 kg and changed the educational materials but for an unknown reason we had needles that had the old weight limit on it. The needles were not used on a patient and were not expired. (B)(4) is filing a complaint with the company and is sending us 3 new needles overnight delivery and will replace the others once complaint is processed. Diagnosis or reason for use: if unable to get intravenous in.